Event description:
It was reported that fluid leak out of an unknown cassette line during the priming phase of peritoneal dialysis therapy on the homechoice device. The cause of the leak was unknown. The supplies were removed and the patient was to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.